Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, clarification was provided on 6/6/2024. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the upper buttocks, which is off-label usage of the device, on (B)(6) 2024. Date of event is an approximation. The patient had inaccurate cgm values 7 days after the sensor was inserted in the upper buttocks. The patient experienced being dizzy, had chest pain and was throwing up. When the patient took a fingerstick the blood glucose reading was 100 mg/dl or higher than the cgm reading, but no specific readings were reported. The parent gave the patient pedialyte/ electrolyte. Per documentation, they had to buy it a few times, about 1000 ml total that time. It was not specified nor clarified if attempts at treating the symptomatic hyperglycemia per routine diabetes management were made, but the blood glucose reading was put in the pump to calibrate. Per documentation, they visited the doctor on the same day and were treated with 21 units via syringe humalog and promethazine 40 mg. No cgm nor blood glucose readings were reported from that moment. At the time of the report the patient was fine and ok. No data was provided for evaluation. The allegation and a probable cause could not be determined. It has been reported that readings were over 100 mg/dl off. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. This is 2 of 2 reports of medical intervention that occurred two separate times around the same week. Please see related records (B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the upper buttocks, which is off-label usage of the device, on (B)(6) 2024. Date of event is an approximation. The patient's parent reported the patient experienced inaccurate cgm values which occurred 7 days after the sensor had been inserted in the upper buttocks. This report is to capture the second event around the same week. On (B)(6) 2024, the patient experienced dizziness, had chest pain and was throwing up. When the patient took a fingerstick the blood glucose reading was 100 mg/dl or more higher than the cgm reading, but no specific readings were reported. The parent gave the patient pedialyte/ electrolyte. Per documentation, they had to buy it a few times, maybe about 1000 ml total that time. It was not specified nor clarified if attempts at treating the symptomatic hyperglycemia per routine diabetes management were made. Of note, they visited the doctor around a week and a half after and they were given medications: (B)(4) units via syringe humalog and promethazine 40 mg. No cgm nor blood glucose readings were reported from that moment. It was not specified whether the inaccuracy continued between (B)(4) 2024 and when the medical intervention occurred approximately on (B)(4) 2024. The parent confirmed that the patient had no underlying diseases and stated that the symptoms experienced and necessary treatment in may were caused by the inaccuracy experienced from this sensor session. At the time of the report the patient was fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.